Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that the implantable cardioverter defibrillator - ICD exhibited failure to interrogate due to possible premature battery depletion. The ICD was explanted and replaced. The patient was in stable condition throughout the procedure.